Event description:
Patient called this nurse and stated that she felt a "pop" and thought her water broke. Dr. Notified and came to bedside to assess. Dr. Assessed balloon internally and stated that she could not feel the first balloon anymore. She obtained a slide and tested for ferning. Test was negative. Cook balloon deflated and noted that balloon was no longer intact. Uterine balloon still intact.